Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 27, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to pain and migration of the receiver stimulator unit. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.